Event description:
It was reported that "when revising loose acetabular component, broken screw was discovered and removed."

Manufacturer narrative:
The investigation is in process. No add'l info is available at this time.